Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator.

Event description:
A perforation, leading to a pericardial effusion (pe) occurred, procedure cancelled. During the procedure, a versacross connect access solution kit for faradrive was selected for use. There was no initial difficulty with transseptal reported (the devices functioned correctly initially), and the physician elected for a double transseptal. During the second transseptal, when flossing the versacross dilator across the septum the versacross rf wire jumped anteriorly and the dilator was suddenly advanced it across the left atrium, prompting the physician to check for pe with rv intracardiac echocardiography (ice), that was confirmed to be in lateral anterior wall of the left atrium. The physician used a pericardiocentesis kit to tap the pericardium and drain the blood using syringes. Although, the effusion did not resolve with just the tap kit so the patient was moved to the operation room (or) for surgery with a cardiothoracic (CT) surgeon. The perforation was sutured. The patient was admitted to hospital beyond standard of care, and they fully recovered. The device is not expected to be returned for analysis. The procedure was cancelled. The versacross rf wire was confirmed to be protruding out of the dilator when the perforation occurred. The pe did not result in a tamponade due to successful pericardiocentesis, and a drain being placed while the patient was moved to the or. The physician believers that the versacross rf wire or dilator may have caused the perforation. No devices malfunction was reported. Heparin was given to the patient.